Event description:
A defective distal tip electrode was detected while the ablation catheter was in the patient and in use. Vendor notified. Manufacturer response for intravascular catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).